Event description:
It was reported an asymptomatic patient presented in the hospital emergency room after receiving alert for device reset. A stable telemetry connection could not be made. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests. The device image from the original reset was not returned. The cause of the reset could not be determined.